Manufacturer narrative:
(B)(6). The four devices were received and evaluated for the issue of the sponge being separated from the caps. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were visually inspected and the reported event was verified since the sponges were found to be separated from the caps. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was determined that there were four (4) minicaps that were found to have the sponge separated from the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.